Manufacturer narrative:
The user reported discrepancies between bg and sg readings. There were possible calibrations during periods of rapid glucose change, but no other calibrations registered in dms. The case was escalated where based on review, support found that the system experienced a period of optical instability. Support intended to provide steps for the user to perform a sensor re-link and advised user to use the system, however, the user remained unresponsive to multiple communication attempts. Per dms review, the user was receiving glucose readings up to date. No further information could be obtained due to lack of response.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.